Manufacturer narrative:
The customer was sent replacement electrode pads. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank

Event description:
The customer contacted stryker to report that their device's pads did not recognize the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.